Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they experienced high blood glucose level of 600+ mg/dl. The customer treated with a correction bolus. Troubleshooting was performed. The customer reported "sensor signal not found". The customer stated that the transmitter does not blink when connected to the sensor. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.